Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult or delayed positioning (leaflet grasping) and difficult to remove (anatomy) appear to be due challenging patient anatomy. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report during grasping the clip got stuck on the posterior leaflet and the clip was deployed in place. Another clip was implanted to stabilize the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed but was difficult due to the restricted leaflets. During grasping, the clip got stuck on the anterior leaflet. Troubleshooting was performed and several maneuvers were attempted to try to release the leaflet from the gripper. The clip ended up being implanted in the desired location. Although the first clip was stable on both leaflets, a second clip was added for safety purposes because it was not certain how the first clip would hold up and decided to add the second clip for stabilization and further reduce mr. Two clips implanted reducing mr to 2. No additional information was provided.